Event description:
A surgeon reported that one day following implantation of an intraocular lens, the pt developed sterile endophthalmitis and pupillary fibrinoid block with iris bombe. The pt underwent laser iridectomy and received oral and topical steroids. The pt had no inflammation one month later.